Manufacturer narrative:
The subject device had not been returned to olympus medical systems corp. But was returned to olympus (B)(4). In the additional test, the testing indicated no microbial growth for the subject device. The manufacturing record of the subject device was reviewed without irregularity related to this event. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the instrument channel of the subject device tested positive for unspecified bacteria during routine surveillance culturing test by the facility. The number of microbes was not reported. There was no report of patient infection associated with this report.